Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The central processing unit and compact flash card were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.